Event description:
Nurse reported customer being hospitalized due to high bg. Explained the 2 high bg rule. Unable to perform troubleshooting, family member stated that they do have the pump and will have their other family member call to troubleshooting the pump. Nurse stated that customer is having leaks in the reservoir.